Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 60-year-old male patient, the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including tests involving multiple identification of electrode pads without duplicating the report. The communication pins were examined and found no discrepancies. The device was recertified and returned to the customer. The pads used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.